Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction wasconfirmed. Based on the results of the investigation, the issue was attributed to a failed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope will not show live video or take a picture when connected to processor. The issue was found during set up / inspection for use (during set up in room / before patient in room).